Event description:
On 11/11/2024 urotronic was notified of a patient who was presented in a hospital with urinary retention after an optilume bph procedure performed (B)(6) 2024. The symptoms were inability to urinate and blood in the urine. The patient was admitted and underwent a successful clot evacuation and fulguration procedure and was discharged on the same day. Patient returned to the office on (B)(6) 2024 for catheter removal. The urine in his bag was clear, so the catheter was removed, and the patient was able to void independently.